Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) was kinked.

Event description:
The customer reports that the spring wire guide (swg) was kinked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the guidewire was bent throughout and kinked at primarily two locations. The proximal and distal welds were intact. The returned guide wire contained two distinct kinks along the guidewire body. The kinks were located at 285 mm and 400 mm from the proximal end, respectively. The total length of the guide wire measured to be 683 mm which is within specifications of 679-687 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.842 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following instructions, warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel." "In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage." "Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing guide wire or catheters" "practitioners must be aware of the potential for entrapment of guidewire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was bent throughout and was primarily kinked at two locations along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.